Event description:
It was reported that there was a separation/connection issue between a homechoice cassette and physioneal bag. This was observed during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including self-test and priming were performed with no issues noted. Under water pressure testing was performed and no leak was observed. Sample evaluation showed that product is meeting specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.